Event description:
A male patient whose anatomy was not tortuous or calcified, underwent aaa repair in 2009. The physician encountered difficulty docking the top cap. With regard to the top cap retrieval: when advancing the grey positioner and holding the pink hub, the top cap continually withdrew to the graft. The grey positioner would not advance to dock with the top cap; as a result, the pink hub was withdrawn into the graft to dock with the grey positioner. The mian body sheath was also tried to be advanced, and still the pink hub retracted in to the graft. To resolve the situation, the physician pulled the top cap into the main body of the graft and docked it near the flow divider. The delivery system is available to be returned for evaluation. It was stated that the patient is alive.

Manufacturer narrative:
Event evaluation: still under investigation.